Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a piece of plastic was observed near the tip of the catheter after the procedure. During a pulse field ablation, a faradrive steerable sheath clear was selected for use. After the procedure, a piece of plastic was observed near the tip of the catheter. No patient complications were reported. The device is not expected to be returned for analysis.